Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while he was sleeping, the infusion set tubing came out from the tubing connector. He changed the set before going to bed and was loose at the connector when he woke up in the morning of this report. The infusion was in use for one day. Reportedly, the infusions were not stored or used in a place where they might have been exposed to extreme temperatures or humidity. There was stress or pull on the tubing as tubing came out from the connector and the pump was not dropped with the set connected to the patient's body. He did not check his blood glucose level at the time of reporting. No further information available.